Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Both injector and connector of the phaseal optima came apart during infusion and a small amount of cytarabine leaked about 0.5cc of it leaked onto the patient's arm. Patient's arm was cleaned per hospital policy.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the limited information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.